Event description:
The consumer alleges the joystick turned on by itself and drove the chair forward, wedging the chair under a table. The chair then allegedly drove into a bay window, breaking the window. The consumer allegedly sustained bruises on her abdomen. No serious injury is alleged.

Manufacturer narrative:
Manufacturer received information from a dealer that a consumer alleges a chair had powered itself on , drove into a table, and broke a picture window. User alleges they were in the chair at the time of the event and no serious injury is reported. The chair is powered on by a toggle switch which has to be manually engaged. The chair then cannot be functionally operated until neutral is first confirmed through the chairs electronics. Then movement then is only provided by command of the joystick from the user once neutral has been detected. The chairs programming parameters are unknown. Manufacturer is working with the dealer and consumer to replace the chair. Malfunction not confirmed. Manufacturer is attempting to obtain product for inspection. (B)(4) - evaluation completed. Both a visual and functional evaluation was performed. Visually: the device had a loose phono jack port due to a loose dress nut. The egg switch was still plugged into the port and still operated the seating system when pressed. The joystick showed no visible damage. There was no liquid ingress present. Functionally: when the chair was first powered on the chair was in drive lockout mode. The wire harness that connects the drive lockout sensor to the wheelchair controller was found faulty. The faulty wire harness was found to be unrelated to the consumers concern. All other electronics were ruled out. Additional functional testing showed that the device responded to all commands given through the joystick. The joystick did not turn on by itself. The issue could not be reproduced.

Manufacturer narrative:
MFR rec'd info from a dealer that a consumer alleges a chair had powered itself on, drove into a table, and broke a picture window. User alleges they were in the chair at the time of the event and no serious injury is reported. The chair is powered on by a toggle switch which has to be manually engaged. The chair then cannot be functionally operated until neutral is first confirmed through the chairs electronics. Then movement is only provided by command of the joystick from the user once neutral has been detected. The chair's programming parameters are unk. MFR is working with the dealer and consumer to replace the chair. Malfunction not confirmed. MFR is attempting to obtain product for inspection.

Event description:
The consumer alleges the joystick turned on by itself and drove the chair forward, wedging the chair under a table. The chair then allegedly drove into a bay window, breaking the window. The consumer allegedly sustained bruises on her abdomen. No serious injury is alleged.